Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used for polypectomy during a procedure performed on (B)(6) 2024. During the procedure, the clip could not deploy correctly. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.